Event description:
The customer reported the red blood cell (rbc) bath and white blood cell (wbc) baths overflowed involving coulter act diff 2 analyzer. The customer stated there was a vacuum failure after cycling a patient sample. Beckman coulter customer technical support (cts) recommended the use of personal protective equipment prior to troubleshooting. The customer stated the foam trap and vacuum isolator chamber (vic) were full of fluid. The customer did not observe obstructions or clamps on the output waste line. The customer stated the waste line was directed towards a sink. Beckman coulter cts had the customer empty the foam trap and drained the baths and vic using solenoid functions but was unsuccessful. Beckman coulter cts had the customer replace the air filter and waste filter and manually drain the vic. Beckman coulter cts had the customer drain the baths using solenoid function but was unsuccessful. The customer cleaned up the spill using paper towels. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) did not observe the fluid leak reported by the customer. The fse noted the white blood cell (wbc) and red blood cell (rbc) baths overflowed and not draining properly. The fse discovered the waste pump stopped functioning and was not draining the baths properly. The fse replaced the defective waste pump and performed verification testing to confirm the baths were draining properly. No further leaking was observed. The fse verified repairs per established procedures. Results met published performance specifications. The unit conformed to the manufacturer's performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).